Event description:
Hill-rom received a report from a hill-rom technician stating the CPR function was not working. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR valve was stuck. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the valve to resolve the issue. Based on this information, no further action is required.